Manufacturer narrative:
This event was reported by the patient's legal representation. The surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with cystorectocele, vaginal vault prolapse, mixed incontinence, weakness of rectovaginal tissue. On (B)(6) 2007, she was implanted with an advantage sling device, with concomitant implant of a repliform device for anterior/posterior mesh colporrhaphy. As reported by the patient's attorney, on (B)(6) 2011, the patient was diagnosed with vaginal vault prolapse, cystorectocele, and stress urinary incontinence (sui), and she was implanted with a new advantage fit device and a polyform device for anterior/posterior repair with mesh. Boston scientific has been unable to obtain additional information regarding the event to date.